Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
We have received additional information since the initial report, event type malfunction, was submitted. The correct event type, serious injury, is provided in this follow-up report.

Event description:
The implant failed due to a lack of primary stability. We have received additional information since the initial report, event type malfunction, was submitted. The correct event type, serious injury, is provided in this follow-up report.